Manufacturer narrative:
The device was returned and evaluated. The lower portion of the impeller blade was found to be fractured. Simulated use testing resulted in lower than expected pump flow. The cause of the broken impeller blades could not be definitively determined, however, evidence suggests the blades came into contact with a foreign object inside the pump housing windows. Note: this MDR is being reported late dueto retrospective analysis of prior broken impeller blade complaints.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention. The impella cp was selected for hemodynamic support. Shortly after support was initiated, the pump exhibited continuous suction alarms. The pump was removed and replaced without further issue. An investigation was completed on the returned device and broken impeller blades were identified.